Event description:
According to the customer, on (B)(6) 2025 during a clinic office visit for post-surgical abdominal "wound debridement," the "cotton tip came off the applicator in the patient's wound" and was removed "manually with tweezer."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 during a clinic office visit for post-surgical abdominal "wound debridement," the "cotton tip came off the applicator in the patient's wound" and was removed "manually with tweezer." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.